Event description:
It was reported that the patients incision around the implantable pulse generator (ipg) site had opened up. It was also noted that the patient experienced pain and swelling at the site. The patient was placed on antibiotics, sent to wound care and underwent an ipg revision procedure. The patient was doing well postoperatively. The device remains implanted.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in june 2024.